Event description:
The patient reported later that he has been on program 1 for quite a while and it wasn't working very well for him and he talked to his doctor's nurse as was told to change to program 2 on sunday ((B)(6) 2017) and he has been on p2 since then but hasn't seen any improvement. Patient asked how long he should wait until he tried another program. Patient stated he had called into patient services before and asked that question and he was told different things like it may take 7-10 days. The patient stated that he has a stroke that affected his right side and his hcp told him that because of his stroke his bladder will be weaker and he did not really feel stimulation like he used to. Patient stated therefore he turned his stimulation up to 4.4v and wasn't feeling stimulation currently. Patient asked if he should turn stimulation up. The patient stated that the device had worked really well in the beginning but then it began not helping so much. Patient stated that he started on p4 and then later changed it to p1 and p2 and none of them have been real satisfactory. Patient asked about programs and information was reviewed. Patient also asked how common it was for patients to have to try different programs. The patient was directed to healthcare provider.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device was implanted on (B)(6) 2016. They changed from program 1 to program 2 in an attempt to resolve the lack and loss of effect and lack of stimulation. The patient had a stroke in (B)(6) 2016. They were being monitored by a neurologist, noting that their urologist was aware of the stroke. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient did not feel stimulation and therapy was on. The patient was told how to increase it and they would do so on their own. It was not helping since implant on (B)(6) 2016 and the patient didn¿t feel it. The patient was originally on program 4 at 0.9v and was walked through how to increase to 1.2v. It had been 9 days and the patient still was not getting therapeutic benefit and did not feel stimulation. The patient would up the stimulation more and call their health care provider's (hcp's) office and ask if they could change programs. The patient still had no symptom control on (B)(6) 2016. There were no trauma or falls that could be related to the issue. The patient was on program 4 at 1.6v and didn¿t want to work with the programmer, but may try it later. During the trial the patient saw 75 percent decrease in symptoms and had not seen any symptom control at this time with the implant. Follow up information received from the patient reiterated what was stated before, that the implant did not improve symptoms much and that they set stimulation to 1.6v. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The patient reported that the therapy lost effectiveness, but then clarified as a lack of therapeutic benefit. The patient had been on the same program, program 4. The hcp initially set it at 0.9v and the patient increased to 1.7v and left it there. The patient had increased further, which caused a slight pain in the right testicle over the course of the week following (B)(6) 2016, so they lowered it to a comfortable level. The patient just changed to program 1 on (B)(6) 2016 and at 2.8v they didn¿t feel stimulation. The patient wanted to know how long they needed to stay on a program. Later on (B)(6) 2016, the patient was currently on program 4 at 4.1v. The patient wanted to know if therapy could affect their right arm because they experienced numbness on the right arm on (B)(6) 2016 additional information received from the consumer reported that the circumstance that led to the patient¿s lack of stimulation sensation and arm numbness was that program 4 did not work. The step taken to resolve the lack of therapeutic effect, lack of stimulation sensation, and arm numbness was that the patient changed to program 1. Patient called to ask if since reprogramming by the hcp he could still change programs. Manufacturer call center reviewed the functionality of different programs and that changing programs is a medical decision and the hcp has the ability to activate all four programs or less than four programs and that the patient will seen different program options on the patient programmer screen. Additional information from the patient reported they had changed from program 4 at 3.9 to program 1 at 4.1 v. The patient noted he had a stroke in september that caused tingling and numbness in the right leg. The patient stated he was not feeling stimulation. The patient noted he was getting more than 50% relief from therapy and probably 100% relief because he used to go to the bathroom every 20 minutes and now he was going every 55 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated they had just changed from program 2 to program 3. Patient stated they had a major stroke in (B)(6) 2017 and they were wondering if this could affect the device. Patient stated this was the second stroke they had, reporting they did not have these symptoms at the time of the first stroke. Patient reported the stroke affected the right side of their body and the ins was implanted in the right hip. It was reviewed that if patient had changes to their medical condition or baseline symptoms, they might notice reduced efficacy, however it was recommended they discuss this with their healthcare provider. Patient stated they noticed that for the first month after their stroke, their symptoms were much better, then after they got home and recuperated, they noticed they had gradually gotten worse, which was why they had changed programs. Patient was redirected to their healthcare provider to discuss the reported symptoms. No further complications were reported or anticipated.